Event description:
It was reported that the patient complained of pain. The monolithic stem was loose so the surgeon revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation because the patient retained it. Additional information has been requested and if received, will be provided in the supplemental report. Patient retained.

Manufacturer narrative:
An event regarding loosening involving an abgii no6 cementless right v40 was reported. The event was not confirmed. Device evaluation and results. The device was not received for evaluation. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated that there have been no previously reported similar events for the same lot number. The exact cause of the event could not be determined because insufficient information was provided for review. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient complained of pain. The monolithic stem was loose so the surgeon revised.